Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced redness, inflammation, and a ¿hole¿ where the needle punctured her skin under the sensor pod area only which occurred 6 days after the sensor had been inserted into the arm. The skin was prepped with alcohol prior to sensor insertion. The patient went to urgent care for evaluation and was prescribed doxycycline as treatment. The patient was in ¿stable¿ condition and is still taking the medication at the time of report. No additional event or patient information is available.